Manufacturer narrative:
Visual examination of the returned device found the device exhibited a jaw broken and a bent needle. The functional test of the returned device presented open/close movement. However, the unit presented a broken jaw and bent needle. The complaint was confirmed. The most probable cause is supplier manufacturing issue since the broken jaw was sent for external analysis and the results concluded that the fracture surface of the jaw occurred as a result of material cold flow. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forcep was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2009 (patient age unknown; (B)(6), gender and weight are unknown). According to the complainant, during the procedure, the physician experienced difficulty passing the device through the scope. The physician stated that there was no damage to the device that could have prevented advancement and that the jaws could be opened and closed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; broken jaw and needle bent.